Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing due to electromagnetic interference was observed on the atrial and ventricular channels. The physician elected to take no further action and to monitor the patient. The patient was in stable condition.